Event description:
Amo france was notified of an ophthalmologist reporting that one of his pts experienced a 3mm paracentral corneal abcess (os) after using la generale d'optique multi-purpose solution. Bacteriological testing performed at the hosp found pseudomonas aeruginosa, however it is not clear where the sample was derived from (contact lens, lens case, solution in bottle, etc.). Several attempts have been made to obtain documentation for clarification; no response. Pt was treated with antibiotic and recovered in 15 days with reduction of corneal scar. Batch record review of the reported lot was performed; no deviations noted. Micro evaluation of retain unit found the solution to be free of bioburden. Complaint unit not available for testing. No other reports have been received against this lot.